Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery (rca) with mild tortuosity and mild calcification. A versaturn guide wire (gw) was advanced to the lesion and a non-abbott balloon dilatation catheter (bdc) was advanced over the gw to successfully perform pre-dilatation. Resistance was felt during removal of the bdc and the bdc became entangled with the gw; therefore, the devices were removed together from the anatomy. The same gw was re-used and a stent was implanted to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the versaturn instruction for use states: do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.